Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was fractured approximately 75.5 cm from the proximal end; the pusher assembly had multiple kinks along the hypo-tube area. The coil was not returned for evaluation. Conclusions: evaluation of the returned device revealed that the pusher assembly to the ruby coil was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance during insertion, damage such as this may occur. Further evaluation revealed kinks along the hypo-tube area of the pusher assembly. These kinks were likely incidental and may have occurred during packaging the device for return. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00211.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician was unable to detach a few ruby coils using the handle and had to manually detach them in the aneurysm. While a fourth ruby coil was being advanced through the lantern delivery microcatheter (lantern), the ruby coil pusher assembly broke and the ruby coil was removed. The procedure was completed using new ruby coils, the same lantern and a new handle. There was no report of an adverse effect to the patient.